Event description:
It was reported that the pump battery would not charge, despite trying different wall outlets, charging cables, and wall adaptors. There was no reported adverse impact on the customer¿s blood glucose level. Technical support instructed the caller to allow the battery to fully deplete before returning the pump, which was under warranty. The pump was replaced, and the customer was informed to return the problematic pump within ten days using the pre-paid label and return box provided. The customer did not share information regarding backup insulin therapy.